Event description:
The pt was cyanotic, bradycardic, and hypotensive, but no acoustic alarms were recognized either on the monitor or at the central station. The pt suffered hypoxemia with possible cerebral damage.